Manufacturer narrative:
The log files as well as the battery pack ps500 was provided for the investigation. The battery has been in operation for 5 month. A run-time analysis showed run-times between 154-222min in a test which is within specification. There are no log entries in the reported date of event, therefore the case cannot be confirmed. On (B)(6) 2016 at 8:16pm there are entries indicating an unexpected reduction of battery capacity though.if the battery is discharged and the mains supply is missing the device posts an independently energized acoustical power loss alarm according to iec (B)(4). The alarm is independent of the power source and last for at least 2 minutes. The device will shut down and the airway system is opened to allow spontaneous breathing.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that around noon during transport of a patient the vn500 failed within 20 seconds after initiating the ventilation due to a battery failure. The device displayed the message ¿depleted¿. No injury was reported.